Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as the user would have been alerted with ¿warning, low battery¿ prompt alongside a flashing red status indicator and failure chirp. This fault was attributed to a failure of the negative terminal pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device was presenting symptoms of a non-critical malfunction. However, upon investigation of the device a pogo pin failure was observed. A pogo pin failure may prevent the pad-pak being connected to the AED, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.